Event description:
While staff member was adjusting the angle (lowering head) the entire mechanism dropped to the floor. The pt was fully anesthetized and her un-supported head dropped down violently. The procedure was cancelled until the pt's condition was determined and was re-scheduled the next day without event.